Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being unable to charge. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.